Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
12, 4307 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. No functional test for energy activation could be performed due to the wire breakage. Root cause of broken conductor wire is attributed to a component failure. Additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.17" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube¿ scratch marks to not be related to the customer reported complaint.

Manufacturer narrative:
A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history identified no other complaint for this instrument. A review of the instrument log for the fenestrated bipolar forceps instrument (part#470205-17/lot#n14190805 0047) associated with this event was performed. The log confirms the instrument was used on (B)(6) 2020, on system sk2447. The alleged event occurred on the 5th use of the instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the fenestrated bipolar forceps was found to have ruptured conductor wire insulation on the distal joint of the instrument. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hiatal hernia repair procedure, the fenestrated bipolar forceps was found to have ruptured conductor wire insulation on the distal joint of the instrument. Per reporter, the surgeon did not "perform any robotic movement" with the fenestrated bipolar forceps and no "shock" was observed with another instrument. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.